Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. The patient recovered from the peritonitis. The action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.